Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the insulin pump is stuck in the rewind process. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer changed the battery but the problem persists. It was also found that the piston was not in sync with the motor and would stop and start. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms were noted. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window, a cracked reservoir tube, a broken reservoir tube lip, a cracked belt clip slot and cracked battery tube threads. The drive support cap was inspected and no anomaly was noted.